Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was placed in a 66-year-old male with acute myocardial infarction and cardiogenic shock underwent placement of an impella cp device via femoral access for hemodynamic support. The patient required ongoing management with inotropes, vasopressors, and mechanical respiratory ventilator support. During the clinical course, bleeding was reported, which ultimately required medical device removal. No additional clinical details regarding the bleeding event were available at the time of review. The patient survived the event. The reported patient events included major bleed and medical device removal. Based on the limited available information, the event was consistent with access-site bleeding in the setting of critical illness and anticoagulation. The bleeding event was likely contributed to by the patient¿s critical illness, anticoagulation therapy, and large-bore vascular access. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient events.

Manufacturer narrative:
The cause of the access site bleeding was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.